Event description:
It was reported that a revision surgery was performed for unspecified reasons.

Manufacturer narrative:
Further information has been received that indicates the revision surgery performed did not involve smith & nephew implants. This report has been filed in error and no further actions will be taken.

Event description:
It was reported that the revision surgery performed was for a competitor's product and not smith & nephew products.